Event description:
It was reported one of the patient's (B)(6) two leads had migrated towards the scrotum resulting in discomfort. This is the second such occurrence. Since the patient was able to obtain adequate therapy coverage through the non impacted device, the doctor elected to explant the migrated lead in lieu of revising its position. The explanted device was discarded.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.